Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 1310. Fails accuracy -10.7" was not confirmed through reviewing last error code and accuracy test. Accuracy test performed three times with all results within the passing range, and the root cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Corrected field: reporting become aware date this supplemental MDR was submitted to document the correct reporting awareness date.

Event description:
It was reported that the pump failed accuracy test -10.7%. During testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.